Event description:
An investigation report from an implant retrieval center was received and reported that a revision procedure was performed due to pullout. During examination of the rod, the retrieval center found discoloration, wear, galling, scratches, and other surface damage. There was no further reported patient impact and no patient or user injury was reported. No additional information is available. Report 1 of 2.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4). The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.